Manufacturer narrative:
Fowler.

Event description:
It was reported by service report that the fowler is unable to support pt weight. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.